Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they didn't think the device is working properly anymore. Patient stated the controller battery drained and the implant battery drains. Patient said they were having to recharge their implant a couple times a day and the stimulator keeps turning off. Issue had been happening for several months. Patient confirmed they have increased their settings to high but that was for over a year. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller repeated previously documented information that the patient's controller battery was draining prior to their implant fully charging; caller noted this began about a year ago and has gotten worse in the past couple of months. Caller added that the patient was having to charge their implant with increased frequency. Caller reported no visible damage to the recharger, controller port, controller battery compartment pins, or battery pack and denied any rattling noise inside the controller. Due to the nature of issues patient has been experiencing, a request was sent to repair for replacement recharger. Caller stated they will advise the patient to monitor and contact them if ins charge frequency issue persists after recharger replacement. Agent sent email to prs to update patient address and correct spelling of patient name.